Event description:
Additional information received reported the implantable neurostimulator expired. The reporter stated, the battery depletion was normal. It was noted, the patient did not require hospitalization.

Event description:
It was reported the patient was having difficulty with walking and their legs were "freezing up and feet won't move." The patient's symptoms started a month ago and it was noted the patient fell a week ago and 3-4 times prior to that. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n274400, implanted: (B)(6) 2011: product type adapter; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006: product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006: product type extension; product ID 3387-40, lot# v007422, implanted: (B)(6) 2006: product type lead; product ID 3387-40, lot# v006127, implanted: (B)(6) 2006: product type lead. (B)(4).